Event description:
One our customers in (B)(6) reported that, 'the handle corresponds to a poplok anchor instead of a cross-ft anchor, product never used.' This was discovered by the customer during a receiving inspection. There was no patient involvement, serious injury, or surgical delay related to this event.

Manufacturer narrative:
Conmed linvatec received this product for evaluation, and confirmed the reported concern. An investigation is in process, and a follow-up report will be filed. The non-conformance was discovered by the customer during a receiving inspection. There was no patient involvement, serious injury, or surgical delay related to this event.